Event description:
This report is for 1 unknown aiming arm where it was reported that during an inter-troch femur fracture procedure, as he was inserting the step drill, the surgeon was hitting the tfn, the trochanteric fixation nail. At the end of the procedure, the distal interlocking screw missed the nail. The surgeon had to remove the screw and insert another screw freehand to complete the procedure. There was no harm to the patient and nothing was broken into the wound, but the procedure was extended by approximately 15-20 minutes. The product has not been returned for investigation and no further information was provided. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This report is for 1 unknown aiming arm. Original awareness date is (B)(4) 2011. Awareness date that this is a reportable malfunction is (B)(4) 2013, which is the date that the clinician reviewed the file. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no lot number was provided. Placeholder.